Manufacturer narrative:
Additional information received indicates that on (B)(6) 2017, the patient suffered a left frontal intracranial hemorrhage with extension into the subarachnoid space in association with a cystic left frontal brain lesion.  The neurology service was consulted but they felt that the patient was too frail and had too many comorbidities to consider a craniotomy.  A decision was then made to support the patient with comfort care and palliation. The patient continued to deteriorate and treatment was withdrawn on (B)(6) 2017 and he expired. The patient's cardiac surgeon reported that the patient's death was not related to the hvad device.  The pump was not explanted and the family did not request an autopsy. With a review of the available information there was no evidence of device malfunctions or performance issues associated with device that would have impacted the reported event. Clinical factors that may have contributed to the patient's death from cerebral bleeding include the patient's presumed therapeutic use of anticoagulant medications, past medical history and related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction and death as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump location is unknown.

Event description:
A report was received that a patient expired on (B)(6) 2017. The cause of death was reported to be a hemorrhagic cerebrovascular accident (hcva). Details regarding the patient's initial presentation, results of any diagnostic testing or of treatments provided were not reported.

Manufacturer narrative:
Updated narrative: a review of the file revealed that date of the onset of the patient's symptom referenced was incorrect. The patient presented on (B)(6)2017 with a left frontal intracranial hemorrhage; not (B)(6)2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.